Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's whole body was "shaking" after a normal recharge was performed. The patient experienced an uncomfortable sensation on the entire left side of the body. The target for stimulation was the patient's left leg. The patient had not used the implantable neurostimulator in approximately one year. Initially, the antenna locate screen was displayed when the recharger was turned on. Then, the "device off" icon was seen even while the stimulation was on. A power on reset (por) was also encountered. The patient's programmer was not used to verify the status. The manufacturer representative met with the patient. At that time, the patient was "convulsing and sweating." The clinician programmer was used to interrogate the patient's neurostimulator. An overdischarge message was displayed and then the time update screen was seen. Some further troubleshooting was performed and the uncomfortable sensation felt by the patient, subsequently, went away. The stimulation was turned off. The patient's device was reprogrammed. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.